Event description:
As reported: "postoperative x-rays revealed that the lag screw did not pass through the nail hole." This resulted in a revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.